Event description:
The customer complaint of experiencing high blood glucose. The reported blood glucose reading was 400 mg/dl. The customer stated that he was taking some medications that clash with his blood glucose. The customer was advised to seek immediate medical attention to treat his blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.